Event description:
It was reported that the patient faced that infusion set was leaking at site event on (B)(6) 2026. The infusion set had been in use for less than twenty four hours.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.